Event description:
It was reported that the chemical solution was leaking from the base of the yellow connector on the extension tube connection side. The event occurred before patient use/during priming at facility in (B)(6) 2025.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3/h6: one used device received for evaluation. The device was visually inspected and no damage or anomalies were observed. The functional testing was performed. The cassette was leak tested. A leak was observed at the luer tube bond junction. The luer tube bond was separated and the tube and bond pocket was inspected. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond.